Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained. Additional information indicates that the scs patient underwent an explant procedure due to charging difficulties. Postoperatively, the patient is doing well. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
The device sc-1132 serial number (B)(6) was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. Based on the available information, a product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, difficulties charging the ipg is noted within the IFU as a potential risk associated with the use of the device. Boston scientific has assigned and investigation conclusion code unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained. Additional information indicates that the scs patient underwent an explant procedure due to charging difficulties. Postoperatively, the patient is doing well. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained.